Manufacturer narrative:
8/15/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6 indicating device not evaluated by mfg.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The hospital reported that no pt injury had occurred.